Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. Neither the product nor the data logs were returned for investigation. After reviewing the clinical information, the cause of the purge leak was sidearm filter damage, most likely caused by ipa interaction.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smart assist system section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support it was confirmed that there was a liquid leak from the purge system. The purge system was replaced, and the complication was managed. However, traces of water accumulating in the place where the purge cassette was inserted were confirmed. Additional information was provided that noted care was withdrawn and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).